Event description:
It was reported through clinic notes that the patient felt discomfort from device placement of his implanted generator. It was stated that the patient would be referred for generator replacement to upgrade to a newer model and for the pain. It was noted that the border of the device was visible under the skin. No vns functionality issues were noted upon interrogation. No further relevant information has been received to date.

Event description:
Follow up with the physician noted that the replacement surgery was due to pain and was for patient comfort and not to preclude a serious injury. No assessment of the cause of the protrusion was provided. The physician believed the patient would benefit from the tachycardia detection feature of the newer generator models. Replacement surgery occurred. No additional relevant information was received to date.